Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 6mm from the tip and is approximately 21mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Another 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced, but the balloon also ruptured during inflation. Both devices were removed, and no portions were left behind. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Another 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced, but the balloon also ruptured during inflation. Both devices were removed, and no portions were left behind. There were no patient complications reported.